Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation, noise oversensing was noted on the right atrial lead. No intervention was performed. The patient would continue to be monitored. The patient was in stable condition.

Event description:
New information received noted that recurrence of noise was observed.